Event description:
It was reported that a patient underwent a sling procedure on (B) (6) 2010. Immediately after the procedure, the patient had to be catheterized and she went home the same day with the catheter in place. The catheter was taken out a couple of days later. The patient then went out of the country on (B) (6) 2010 but could not urinate. The patient had a catheter put in and came back to the united states. The patient developed spasms, especially at night when she had to urinate. The patient was tested for a urinary tract infection which was negative. The patient was started on detrol 4mg on (B) (6) 2010 but has not had any relief. The patient was told by her doctor this was normal.

Manufacturer narrative:
(B) (4) - urinary spasms - (B) (4) - urinary retention occurred: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.